Manufacturer narrative:
(B)(4). Customer has discarded the frayed power cord and cannot be returned for investigation.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer who reported that a that I-stat printer will partially print I-stat data records then stop. The customer also reported that an old I-stat combo power supply cord that plugs into the back of the I-stat printer was frayed at the base of the plug and sparked when moved. Apoc technical support requested that the customer send a picture of the ac power supply and cable to determine the condition of the old I-stat combo power supply cord cable. However, the customer stated that they have discarded the fray power cord and cannot be returned for investigation. There were no pictures taken. There was no additional information at the time of this report. The customer states that the I-stat printer activates with another power supply and is not being returned at this time. There are no injuries associated with this event.